Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 4 months after the dental implant and temp acrylic denture were placed in ada site 28 in the mouth, the implant had not yet integrated in type IV bone. Clinician reports pain, mobility and insufficient bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate load procedure was performed.

Event description:
The clinician reported that over 4 months after the dental implant and temp acrylic denture were placed in ada site 28 in the mouth, the implant had not yet integrated in type IV bone. Clinician reports pain, mobility and insufficient bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4).